Manufacturer narrative:
(B)(4). Approximate age of device - 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017, due to worsening subdural hematoma with midline shift and seizures. The patient underwent burr hole and drainage procedure on (B)(6) 2017. The anticoagulants were held due to this event. It was reported that there were no signs of decompensated heart failure. A review of the submitted log files by the manufacturer''s technical services representative found no unusual events. There were no reported alarms for this event. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported subdural hematoma could not be conclusively determined. A log file from the time of the reported event was submitted which captured normal pump parameters while the device was operating at the set speeds of 9600 and 10000 rpms. No unusual alarms were noted in the log file. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.